Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with diabetes ketoacidosis and high blood glucose of 342mg/dl, and she was treated with the insulin pump. The caller stated that the customer felt sick previously, but her glucose level was not high until the day she went to the hospital. The caller stated that the hospital found the customer had staph infection and was kept in the hospital for a week. No further information was provided.